Event description:
It was reported, the patient stopped feeling stimulation and her ipg was unable to communicate with the programmer and charger. The physician decided to explant and replace her ipg with a smaller model. The patient reported effective stimulation was restored as a result of the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.